Event description:
A PICC line was inserted without difficulty. The PICC line was flushed prior to insertion, without evidence of leak. Post insertion and post wire removal, the PICC was flushed with a leak identified in the brown distal port. The line was exchanged via overwire in interventional radiology. The PICC was removed and shows a small hole in the distal port.